Event description:
The customer received blood glucose readings on the contour next link meter that were 30mg/dl higher than another meter. The specific readings were not provided. Depending on the actual readings, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips and meter were sent to the customer